Event description:
It was reported to philips that the system gave a blue screen when booting, preventing a full boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite, and it was determined that the system occasionally failed to start up. Upon troubleshooting, fse determined that the problem arose from an initial failure of the computer responsible for operating the large monitor in the examination room. To resolve the issue, fse replaced flex vision pc, and the part is return to analysis and no failure identified. After replacement of the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.